Event description:
It was reported that a user attempted to pair a new dexcom g7 continuous glucose monitor (cgm) to an ilet pump while the g7 was already in warmup and connected to the dexcom mobile app, resulting in delayed pairing to the pump; the user was instructed to allow additional time and, if unresolved, to toggle the ilet cgm setting from g6 to g7 and disable the phone¿s bluetooth so the pump could establish the first connection. No alerts or alarms and no adverse clinical symptoms were reported. Outcomes included no impact on health and no hospitalization. User support included education and guided troubleshooting to prioritize the pump-to-sensor bluetooth connection. Investigation of this case revealed that the g7 maintained an active bluetooth connection with the phone, preventing the ilet from establishing a pairing, consistent with known interoperability and pairing priority behavior. It was concluded, based on previously established findings for similar reports, that the cause was user setup sequencing and competing bluetooth connections.